Event description:
Unomedical reference number: (B)(4). Event occurred in italy. On (B)(6) 2023, it was reported that the patient's infusion set's tubing detached. The site location was patient's abdomen. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to patient's body. No further information available.